Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Additionally, it was reported, "cartridge will not snap into place". The customer's blood glucose level was 250 - 281 mg/dl. A cartridge change was performed resolving the issues.